Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was undamaged and the returned battery cap was undamaged and was able to fit securely. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The power complaint was unable to be duplicated during the investigation. The pump performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.